Manufacturer narrative:
The investigation concluded that the root cause of the incident is a known design defect.

Event description:
It was reported that during a surgery while the robot arm was moving to a trajectory a communication failure occurred and the system shutdown. The system was restarted and the surgery was completed as planned.